Event description:
Catheter leaks at y-connection. No patient complications were reported.

Manufacturer narrative:
Evaluation summary-customer report was confirmed. Leak testing confirmed a very slow leak between the catheter body and the distal end of the y fitting. There appears to be a small adhesive separation at the same location.